Event description:
The hearing aid (h/a) pt reported pain in his ear and went to the dr. The dr diagnosed an infection in the ear canal caused by not enough venting. He prescribed medication and recommended the aid have a larger vent.